Event description:
Report received of fluid delivering from the primary IV line into the secondary IV bag. The patient had congestive heart failure and was receiving dopamine 400mg/250ml d5w and dobutamine 500mg/250ml d5w in the concurrent mode of delivery. The rates of infusion for the drips could not be recalled by the customer. The pump was set up and infusing without difficulty. At an unspecified time later, the pump was reported to be alarming with an unspecified alarm alert. When the nurse caring for the patient entered the room, she noted that the solution from the primary line had infused into the bag of the medication on the secondary line, as the secondary bag was "bulging", and the primary bag had fluid missing. There was no report adverse event with the patient and no medical interventions were required. The pump was replaced and therapy was continued with different IV bags. Though requested, there was no further information available.